Manufacturer narrative:
(B)(4). The customer reported that repeatedly, an error message was displayed and error code 01000 (defib biphase error) was entered in the system log. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that repeatedly, an error message was displayed and error code 01000 (defib biphase error) was entered in the system log. There was no report of pt involvement or adverse pt impact.